Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system failed and "folded onto itself prior to connecting to suction"/the jada had a device issue and the bleeding continued/the jada device did not stop control the bleeding [device ineffective] jada system failed and "folded onto itself prior to connecting to suction"/ the jada had a device issue and the bleeding continued [device issue] case narrative: this spontaneous report originating from united states as received from a physician via clinical educator through regional manager, referring to a non-pregnant female patient of unknown age. The patient's concurrent conditions, concomitant medications, and drug reactions / allergies were not reported. The patient's medical history included: on an unknown in 2022, the patient became pregnant and had delivery in 2023. This report concerned 1 patient and 1 device. On (B)(6) 2023, the patient had vacuum-induced hemorrhage control system (jada system) placement (lot# and expiration date were not reported) for bleeding (postpartum haemorrhage). On 04-jul-2023, the vacuum-induced hemorrhage control system (jada system) failed and did not control the bleeding, the vacuum-induced hemorrhage control system (jada system) had a device issue and the bleeding continued (device ineffective). The vacuum-induced hemorrhage control system (jada system) folded onto itself prior to connecting to suction (device issue). It was reported that the patient seeks medical attention, and the operator of the device was health professional. Product quality complaint was present. Additional information would be gathered. No additional/new adverse event (ae) / product quality complaint (pqc) reported. No further information provided. No additional information provided at this time. Upon internal review, the event device ineffective was considered as medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). This is an amendment report to update start date for vacuum-induced hemorrhage control system (jada system) was from 2023 to (B)(6) 2023. For events device ineffective and device issue onset date was updated from 2023 to (B)(6) 2023.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system failed and "folded onto itself prior to connecting to suction"/the jada had a device issue and the bleeding continued/the jada device did not stop control the bleeding [device ineffective]. Jada system failed and "folded onto itself prior to connecting to suction"/ the jada had a device issue and the bleeding continued [device issue]. Case narrative: this spontaneous report originating from united states as received from a physician via clinical educator through regional manager, referring to a non-pregnant female patient of unknown age. The patient's concurrent conditions, concomitant medications, and drug reactions / allergies were not reported. The patient's medical history included: on an unknown in 2022, the patient became pregnant and had delivery in 2023. This report concerned 1 patient and 1 device. On an unknown date in 2023, the patient had vacuum-induced hemorrhage control system (jada system) placement (lot# and expiration date were not reported) for bleeding (postpartum haemorrhage). On an unknown date in 2023, the vacuum-induced hemorrhage control system (jada system) failed and did not control the bleeding, the vacuum-induced hemorrhage control system (jada system) had a device issue and the bleeding continued (device ineffective). The vacuum-induced hemorrhage control system (jada system) folded onto itself prior to connecting to suction (device issue). It was reported that the patient seeks medical attention, and the operator of the device was health professional. Product quality complaint was present. Additional information would be gathered. No additional/new adverse event (ae) / product quality complaint (pqc) reported. No further information provided. No additional information provided at this time. Upon internal review, the event device ineffective was considered as medically significant when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan).